Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results with flags (g, pl, l) including sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The low patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the original low results for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found a damaged tubing, and defective wash valve. The fse replaced multiple tubing and the valve assembly to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).